Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported upon removal a tampon fell apart leaving pieces inside. She manually removed remaining tampon pieces. She experienced nausea and headache and went to her obgyn. Obgyn did an exam and swab and did not find tampon pieces.